Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for five (5) tests performed on various dates. This MFR. Report addresses test four (4) of five (5). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed twice using a binaxnow covid-19 antigen self-test on (B)(6) 2024 which produced negative results. Repeat testing was performed once more (B)(6) 2024, and twice on (B)(6) 2024 which generated two (2) negative results, and one (1) positive result on 30jun2024.the consumer indicated they were experiencing symptoms such as sore throat and runny nose. On (B)(6) 2024, the customer was prescribed paxlovid by their healthcare provider. The consumer confirmed there was no death or serious injury. No additional information, including delay or impact in the patient's treatment, was provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for five (5) tests performed on various dates. This MFR. Report addresses test four (4) of five (5). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed twice using a binaxnow covid-19 antigen self-test on (B)(6) 2024 which produced negative results. Repeat testing was performed once more (B)(6) 2024, and twice on (B)(6) 2024 which generated two (2) negative results, and one (1) positive result on (B)(6) 2024.the consumer indicated they were experiencing symptoms such as sore throat and runny nose. On (B)(6) 2024, the customer was prescribed paxlovid by their healthcare provider. The consumer confirmed there was no death or serious injury. No additional information, including delay or impact in the patient's treatment, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 220606 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 220606, test base part number 195-430wjr/ lot: 217803. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 220606 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.